Event description:
A malfunction alarm was reported by the customer, specifically malf 12, which had been resettable but occurred multiple times, necessitating contact with technical support. There was no adverse impact on the customer's blood glucose level, and the level did not exceed 500 mg/dl. Technical support resolved the issue by sending a replacement pump, advising the customer on backup insulin therapy should the current pump fail again, and confirming shipping details. The customer was also instructed on storage mode procedure for the problematic pump and agreed to return it within 10 days using the provided materials.